Event description:
It was initially reported that the pump was removed because the device kept flipping over and would not work. The healthcare professional later reported that in 2012 they had revised the pump but did not explant it. The pump was used to deliver an unknown medication at the time of the event.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. Product ID 8 598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).